Manufacturer narrative:
(B)(4). UDI# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The distal and proximal portion of the iabc bladder was noted wrapped (or considered twisted); the middle portion of the iabc bladder was noted loosely wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No other damage or abnormalities were noted to the re-turned sample. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The middle and proximal portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon was not opened as seen on the x-ray" is confirmed. During the investigation, the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the operator placed the balloon normally, connected the device and started it up, the device alarmed that the balloon pressure was too high, and the balloon was not opened as seen on the x-ray, so the balloon was withdrawn and replaced with a new catheter, and the device worked normally". The 2nd iab was inserted at the same insertion site. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4).

Event description:
It was reported that "the operator placed the balloon normally, connected the device and started it up, the device alarmed that the balloon pressure was too high, and the balloon was not opened as seen on the x-ray, so the balloon was withdrawn and replaced with a new catheter, and the device worked normally". The 2nd iab was inserted at the same insertion site. No patient harm or injury.